Manufacturer narrative:
The technician found the latch isn't catching when the siderail due to a bent siderail bracket. He straightened the siderail bracket to repair the bed.

Event description:
The nurse manager they have a bed with a head left siderail that wouldn't stay up.